Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient this right ventricular (rv) lead and associated device experienced syncope. The system displayed a rise in pacing threshold measurements and intermittent loss of capture (loc) which, at times, induced ventricular tachycardia (vt). The vt was terminated with anti-tachycardia pacing (atp). It was reported that the system and patient would continued to be monitored.

Manufacturer narrative:
As of today, the device has not been returned for analysis. Should the device be returned and analysis completed, this report will be updated.

Event description:
Subsequently the patient was seen for a revision procedure where the lead was surgically abandoned and replaced. The device was explanted. There were no adverse patient effects reported. The device was retained by the hospital.